Event description:
It was reported that stimulation was making patient¿s pain worse. Explant was performed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: analysis of the explanted lead found no anomaly. Analysis of the explanted implantable neurostimulator (ins) found the battery had ¿reduced capacity due to overdischarge.¿ it was noted this was not a significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37092, lot# 276480001, implanted: (B)(6) 2011, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.